Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic was getting a magnet rate of seventy from this pacemaker. Boston scientific technical services (ts) explained that the magnet rate was below elective replacement indicator (eri). An attempt to obtain additional pertinent information was unsuccessful. To date, this pacemaker was still in service. No adverse patient effects were reported.